Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched on two different occasions for low blood glucose--both one week apart. The first instance of a low blood glucose emergency medical service visit occurred on (B)(6) 2018. The patient's blood glucose was 19 mg/dl. The patient was treated with glucose tablets. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose incident. A week after the incident, the customer experienced another low blood glucose of 28 mg/dl in which ems also assisted. The customer was given glucose tablets for treatment. The patient's blood glucose at the time of call was 136 mg/dl. Troubleshooting was initiated on the insulin pump. During their last infusion set change, the customer recalled insulin dripping or squirting from the end of their set before connecting at their site. The customer was also doubtful about the programming of their active insulin time; he was advised to confirm the correct setting with their health care provider. The customer was advised to monitor their insulin pump and blood glucose values. The insulin pump was not returned for analysis.